Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the distal tip of the anchor device lost debris during the surgery. The proximal part reportedly got stuck with the suture and could not be removed. No report of patient injury or post-operative patient status was received.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).